Event description:
This customer reported that they were unable to acquire a paddles ECG waveform.

Manufacturer narrative:
(B)(4). This customer reported that they were unable to acquire a paddles ECG waveform. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.